Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the auxiliary half-height cubie drawer 4.2 failed due to the faulty retractor band. A field service engineer resolved the issue by retractor band replacement. The contact information was kept blank due to the reported issues that were found by the field service technician while on site. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system's cubie drawer was failed to recover. This incident resulted in a delay to patient care and there was no patient harm. There were no adverse events or injuries reported based on this event.